Event description:
It was reported that during a follow-up, a synchronized shock test was performed to test the lead. A programmer commanded a 10j shock, which displayed low hv impedance. The physician believed the issue was due to a possible hv lead malfunction. The lead was revised and capped.

Manufacturer narrative:
No medwatch form was received.